Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device emitted an unusual sound (harsh grinding pitch), and had an upper trigger that was sticking, bearings that were seized/worn, and an unknown substance on its trigger components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear and failure to follow cleaning, sterilization and/or maintenance procedures per the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the small battery drive device had an unspecified malfunction that needed repair. It was not reported if there were any surgical delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly